Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 4 months 24 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was seen at the clinic and complained of burning and drainage at driveline exit site. Patient was admitted to the hospital for a consult. Exit site was tested and tested positive for rare pseudomonas (bacteria) on (B)(6) 2019. Patient was started on an IV of vancomycin (antibiotic) on (B)(6) 2019, and cefepime (antibiotic) was started on (B)(6) 2019. The patients pain and drainage improved and they were discharged on (B)(6) 2019, with oral ciprofloxacin (antibiotic). No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be determined through this evaluation. The heartmate 3 lvas IFU lists infection (including driveline infection) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.